Manufacturer narrative:
The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The recipient's device was explanted.

Event description:
The recipient was reportedly experiencing loss of lock. External equipment was exchanged, however, this did not resolve the issue. Revision surgery is under consideration.

Manufacturer narrative:
A cut in the antenna coil was reportedly observed when the implant site was opened for revision surgery. This cut in the antenna coil was present prior to the revision surgery. The external visual inspection revealed that silastic overmold was cut at the antenna coil, exposing antenna coil and shield wires. The photographic imaging inspection confirmed antenna coil and shield wire cuts. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed one of the electrical tests performed. The device passed the mechanical test performed. This is an interim report.

Manufacturer narrative:
The external visual inspection revealed that silastic overmold was cut at the antenna coil, exposing antenna coil and shield wires. The photographic imaging inspection confirmed antenna coil and shield wire cuts. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The failure of this device is attributed to cut antenna wires, which is consistent with the no lock issue reported. No corrective action is indicated. This finding will be monitored as part of the reliability leadership team process. This is the final report. This report may be required by medical device reporting regulations contained in title 21 part 803. As provided in the title 21 section 803.16, it does not establish any causal relationship between this device and any event associated with use of the device, nor does advanced bionics® intend that this report be any admission of liability, fault or product defect.